Event description:
Patient on coumadin with dx of atrial fib - presently taking coumadin 7.5 mg qd came to our facility for routine check - performed finger stick method for instrument inratio. 1st result pt/inr of 58.33/5.8 per our protocol for panic results repeated and result qc 1 & 2 error. Repeated 3rd time 22.5/2.3. Results did not match. Reportable range for inratio is inr 0.7-7.5. Sent to hosp for venous draw, results 107.5/12.5. 2nd hosp draw 97.0/11.2 and hct of 35.6. Coumadin stopped and patient given vitamin k 1 mg sq. Patient was told to restart coumadin 2.5 qd. Five days later, pt/inr retested at our facility with new inr ratio 18.2/1.8 and sent to lab corp for verification of 16.0/1.7.